Event description:
An IV was started and then noticed blood leaking from the joint (evidently the y) of tubing and the blue plastic female part of a bd nexiva IV catheter. We have also had other problems where the tubing separates from the securement platform. Bd came out with a new version of this device in may 2005 and all of these incidents have been from the new batches.